Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause was undetermined. There were no actions taken to resolve the issue. The impedance issue did not resolve.

Event description:
It was reported that a multiple sclerosis (ms) patient has one contact amber on a segmented contact (right vim monopolar contact 9a >5k). This happened yesterday at the end of the surgery when checking the impedances. The patient is ok and the nurse will follow up after at the time of the activation (in 6 weeks time) to see if the impedances is back to normal. The patient requires contact MRI for their condition, so it would be an issue if they cannot have an MRI. The manufacturer representative (rep) also indicated that they already have 4 other patients with high impedances on one segmented contact (total of 5 patients in the last 10 months) and have agreed to test with the lead and extension test cables. They have used the external neurostimulator (ens) to measure the impedances at the lead at 3v and the system appeared within range but when they test the cable at 1.5v, it appeared out of range at the lead. This was the same with the extension cable. When the leads and extensions are plugged to the battery, they do not have the option to go higher than 1 ma, which showed out of range for a contact. Bipolar shows high but not out of range. The clinic is using mini plates and not the burr hole. The rep reviewed that maybe it was an air bubble because it was only for one segmented contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.